Event description:
Surgeon was hammering the implant (12-ta-2608l-pod cage from sea spine) into the lumbar spine. The implant shattered. Surgeon retrieved the 4 pieces. Roso took an xray, which was inconclusive due to the plastic piece. Potential that plastic piece retained in patient.